Manufacturer narrative:
Joerns sending the report to the manufacturer.

Event description:
It was reported to the manufacturer by the end user, per the end user caregiver reported that the hoyer lift arm separated from the base and patient fell to the floor. The lift arm and cradle landed on the patient. The patient was sent to the ER for evaluation and sustained contusions on the head requiring stitches and staples. On (B)(6), 2015, global marketing manager, patient handling for joerns visited the location where the lift involved in the incident is being stored by the facility. The inspection of the lift is as follows: the lift was assembled and complete with the exception that the bolt retaining the mast in the mast box was loose. The hydraulics operated properly and the movement of the spreader bar was as expected. The mast contained all the original labels and markings including the sticker on the leading edge, which identifies how deep the mast is to be inserted into the mast box. Inspection of the mast showed marks from the retaining bolt indicating that for the most part the mast had been inserted to the proper depth and secured. However, there were additional markings, roughly five, to suggest that the mast had been tightened and secured but not lowered to the insertion point indicated by the label. The fifth and lowest mark on the mast shows where the mast was tightened and secured just barely above the bottom edge of the mast as well as drag markings from that point off the edge of mast. The mast was inserted into the mast box several times without any hang-ups and made a solid connection to the bottom of the mast plate. Using a hoyer long seat style sling, the global marketing manager, patient handling for joerns suspended himself (220 lbs) in the lift and lowered and raised it. Based on inspecting the hoyer lift model hml400, serial# (B)(4), it is in good working order and safe to use. The markings on the mast support that the mast has not always been inserted fully as required and supported by the sticker on the lift. Testing confirmed that nothing hinders the mast from being fully inserted. There are marks on the mast that indicate an instance where it was barely inserted into the mast box, applied with weight, and fell over. (B)(4).